Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately. The keypad cover was removed and no contamination or damage was found to the button contacts. The pump cover was removed and moisture corrosion was found to the keypad flex/connector and the watchdog chip. The complaint of a keypad response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up, down, and enter/ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.